Event description:
A medtronic representative reported that the site's minimally invasive spine (mis) clamp was stripped out. The allegation was made outside of surgery and no patient was present.

Manufacturer narrative:
This event was reported prior to surgery and no patient was present. RMA issued. Investigation finds the threads of the attachment screw are damaged and the clamp had seized. Replacement part shipped (B)(4) 2012.